Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that a secondary study drug avelumab was programmed to infuse over 60 min. However infused over 115 min. The user stated that a few mins after the infusion was initiated patient noticed a kink in the tubing (primary) and straightened out the tubing. Approximately 35 mins. Later , the user noticed the secondary bag empty, primary flush bag full with additional 110ml and the device read 110ml remaining. The pharmacist notified, the user continue the (primary flush IV bag) at the same rate so the patient would receive the remaining study drug; avelumab. The customer stated that the patient tolerated the remainder of the infusion without difficulty or harm.